Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the parts and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a doctor recently had two back to back cases where sternallock blu was used on obese patients. It is reported that after the surgery, "the patients coughed and broke through both their wires and plates." It is clarified that "the plates pulled through the bone."